Event description:
Dr states "I applied a 45 mm rigid staple set to the broad ligament of the uterus. The ligament was slightly thickened, but the device did close. I then attempted to squeeze the handle to fire the staples and cut the ligament. There was a loud pop, and the stapler would not fire. I was able to open the device, but could not subsequently close it. I could not withdraw the device through the 12mm laparoscopy trocar. The open stapler and trocar were drawn through the abdominal wound. A hemotoma developed at the site of the failed staple application. After the vaginal portion of the laparoscopic vaginal hysterectomy was completed, and the uterus drawn through the colopotomy incisions a piece of metal from the stapler was found in the culdesac. This piece of metal was saved and given to the operating room circulating nurse. I have not performed an x-ray study to confirm the absence of additional foreign objects."